Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device 048383-a and device 048383-b were received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lock-out the needle mechanism. The needle mechanism functions were tested and pass with no issue observed. The complaint could not be confirmed for these devices.

Event description:
Patient stated that the v-go applied this morning within an hour the needle button released on its own.